Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer reported that the blood glucose level was high; however, the exact value could not be recalled. As the customer had changed the cartridge and infusion set, tandem technical support was unable to trouble shoot to determine the cause of the occlusions.